Manufacturer narrative:
It was confirmed by the philips remote service engineer that the cause of the reported issue was the intellispace perinatal k large arch (isp) and not the reported fm50. There is no report of malfunction with the fm50. The rse determined that the desktops in question are remote desktop clients and that the real time alerting widget needed to be installed to the clients. The reported issue was resolved by logging in and installing the real time alerting widget needed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.d4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that an error code is displayed and no alarms coming through. The device was in use on a patient at the time of the event. There was no adverse event reported.